Manufacturer narrative:
A ge representative evaluated the system and reseated the pcbs and connectors. System operates as intended.

Event description:
Customer reported the images are gray. No patient injury was reported.